Event description:
It was reported that the stent graft was implanted in a cephalic vein to vascular graft transition without difficulty. After the stent was deployed, imaging demonstrated that the stent graft had migrated to the axilla approximately 3-4 cm from the initial implantation site. Therefore, a pta balloon dilatation catheter was used to move the stent graft to the initial site of implant. The stent graft was ballooned and then another stent graft was implanted within the first stent graft. Imaging demonstrated good wall apposition after the second stent graft was implanted. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The device remains implanted; therefore, not available for evaluation. The investigation is currently underway.